Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system had localizer not connected message and had amber light on camera. The localizer was faulted. The network device interface (ndi) toolbox showed bump and internal temp. A complementary metal-oxide semiconductor (cmos) battery fault. There was no patient involvement.

Manufacturer narrative:
A05: localizer faulted, amber light a0708: battery fault a1102: error message a12: localizer not connected d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, serial/lot #: (B)(6), ubd: unknown, UDI#: unknown h3, h6: the system was serviced in the field. The camera was replaced. Codes b01, c08, and d02 are applicable. H3, h6: the returned psu was analyzed. It contained scratches on the housing <(>&<)> lenses. A check of the event log showed intermittent firmware incompatibility and intermittent illuminator current low. There was also a battery voltage low message along with bump detected and storage temperature exceeded messages. The psu failed an accuracy test (aak) at .600mm with a passing threshold of .250mm. Codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.